Event description:
It was reported that the pt was implanted a cls stem 135 11.25 (B)(4) on the left side on (B)(6) 2010. Three years post implantation surgery the pt reported severe stem pain that limited him in his daily routine and work life. X-rays and surgery performed on (B)(6) 2014, confirmed proximal loosening of the stem, while the distal part was firmly connected. Definite revision of the hip stem was on the following day ((B)(6) 2014) due to breakage of the hip instrument during extraction of the stem.

Manufacturer narrative:
The manufacturer did not receive devices. Other source documents (x-rays, surgical reports) were provided for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).